Event description:
It was reported that the user experienced hyperglycemia and administered an external short-acting insulin injection with a pen while still connected to the ilet pump, after which glucose returned to range; education was provided that this procedure is improper and that the user must disconnect from ilet for at least 90 minutes after any external short-acting insulin injection. Symptoms included hyperglycemia reaching 601 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure of injecting external insulin while connected to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.